Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to bacteremia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Using a spectranetics tightrail sub-c rotating dilator sheath and a spectranetics 12f glidelight laser sheath, the ra and rv lead were removed. After the rv lead was removed, the patient¿s blood pressure dropped, vitals and transesophageal echocardiogram (tee) were evaluated, and determined there was a superior vena cava (svc) perforation. Rescue efforts began, including sternotomy. An svc perforation was discovered and repaired, and the patient survived the procedure. This report captures the 12f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics device in use during the procedure.

Manufacturer narrative:
B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.